Manufacturer narrative:
The reported error 05 was confirmed via merlin.net logs, but could not be reproduced during analysis. However, it was determined that the compact flash had an incorrect speed setting associated with the error.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.